Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that in internal connector was loose. The cable was reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 has no vertical lift capability. There was no adverse patient involvement reported. There was no patient information reported.